Event description:
It was reported that insyte autog bc yel 24ga x 0.75in needle would not retract. This occurred on 2 occasions after use. The following information was provided by the initial reporter: material no.: 382512; batch no.: 0016765. It was reported that the needle would not retract. Per pir: just letting you know that the nurses have reported an issue with an insyte catheter where the needle did not retract upon pressing the retract button after insertion. This has happened twice. 5/4/2020 - customer has reported an additional 2 incidents with same lot #. Needle did not retract.

Manufacturer narrative:
The following fields were updated. D.10 device available for eval? No. H.2 device return to manuf.? No. H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device available for eval?: samples have been received with pr# (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc yel 24ga x 0.75in needle would not retract. This occurred on 2 occasions after use. The following information was provided by the initial reporter: material no.: 382512, batch no.: 0016765. It was reported that the needle would not retract. Per pir: just letting you know that the nurses have reported an issue with an insyte catheter where the needle did not retract upon pressing the retract button after insertion. This has happened twice. (B)(6) 2020 - customer has reported an additional 2 incidents with same lot #. Needle did not retract.